Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noted white flakes noted in evh tunnel and in patient's leg. A replacement was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the base of the jaws. Charred tissue was observed on the jaws. No visual defects were observed on the jaws. There were no signs of peeled silicon insulation on both the jaws. A microscopic inspection was conducted. The heater wire was slightly flexed away from the hot jaw. It remained attached at the tip and base of the jaw. Based on the return condition of the device, the reported failure mode "peeled jaw" was not confirmed, but confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noted white flakes noted in evh tunnel and in patient's leg. Nothing fell into patient and nothing was left behind. A replacement was used to complete the procedure. The hospital did not report any patient effects.